Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mz9267 and lot#: 25055188 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08may2025. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot: 25055188 as notification ID#: 200426904 on 16may2025. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the extension set is not priming. The nurse will attach a saline flush to manually prime, and they press as hard as they can on the syringe, but saline will not flow.